Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on (B)(6) 2024, at 10:00, the patient underwent hysteroscopic birth control device removal surgery, preoperative opening of intravenous access, the nurse checked the closed intravenous needle is okay after the patient's intravenous needle puncture, after normal puncture to pull out the core of the needle found that there is blood back from the end of the needle overflow, immediately pull out the needle and the patient to reassure, replace the new needle to re-puncture the retention of the tube, the second tube aggravation the patient's pain was aggravated by the second placement of the tube. This batch of indwelling needles has occurred in our hospital in 20 wards and daytime operating room for a number of times the same kind of adverse events, in september 24 reported the same kind of adverse events, expect manufacturers to pay attention to. See the attachment for information on patients with multiple occurrences.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned a photo, but did not return the defective sample. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review lot# 4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 400 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned photo showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.